Manufacturer narrative:
This report is submitted december 23, 2019. - attachment: [151518 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device.